Manufacturer narrative:
(B)(4). Retain as well as reference samples individual needle pull-off and knot pull tensile strength values were found to meet the in-house requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify the quantity of sutures involved during this one procedure? >> three ea in one procedure. Provide the total number of procedure where the suture broke >> three ea in one procedure and from the same lot number. Were any of the cases previously reported? If yes, provide complaint number. >> no. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure on an unknown date, suture was used. The suture was reported to be broken while the surgeon was pulling and tying knots. There were no adverse patient consequences.